Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The electrosurgical generator esg-400 was returned to the service center with a report of a warning message to contact olympus service when the cables are connected. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, error codes e433 and e172 were found. There was no patient involvement.